Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. Device had cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the spring in the battery compartment was broken and the insulin pump was unable to continue to use. The customer's blood glucose was normal and didn't require medical treatment. The insulin pump was replaced and returned for analysis.